Event description:
The reporter alleged that during a lap chole procedure, a piece of the jaw broke off. The dr needed to make a three inch incision to remove the piece. The reporter stated the pt sustained no injury.